Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during implant of the lead, low impedance was observed. The lead was not implanted. A replacement lead was successfully implanted.